Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic pulmonary valve, during loading, an attempt was made to lock the actuator of the hemostatic valve handle so as to vent air from the delivery catheter system (dcs). The actuator did not fit into the handle, and the middle shaft was left unlocked. Subsequently, while flushing from the side port with the device rotated in the lock direction, saline leaked from the actuator side. Saline would not fill up to the capsule side, and flushing could not be completed. The physician forcibly pushed the actuator into the hemostasis handle, causing it to eventually lock. Despite this, the middle shaft did not stop as expected. The saline flushing was repeated and the capsule side was able to be filled. Some leakage was still noted from the side port, however. It was confirmed that the fixation of the middle shaft was loose, but the physician resolved this issue by firmly holding the middle handle. The dcs was used to complete the procedure without further issue. No patient complications were reported as a result of this event.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic pulmonary valve, during loading, an attempt was made to lock the actuator of the hemostatic valve handle so as to vent air from the delivery catheter system (dcs). The actuator did not fit into the handle, and the middle shaft was left unlocked. Subsequently, while flushing from the side port with the device rotated in the lock direction, saline leaked from the actuator side. Saline would not fill up to the capsule side, and flushing could not be completed. The physician forcibly pushed the actuator into the hemostasis handle, causing it to eventually lock. Despite this, the middle shaft did not stop as expected. The saline flushing was repeated and the capsule side was able to be filled. Some leakage was still noted from the side port, however. It was confirmed that the fixation of the middle shaft was loose, but the physician resolved this issue by firmly holding the middle handle. The dcs was used to complete the procedure without further issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected data: additional review of the event showed no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device malfunction in this report has caused or has the potential to cause death or serious injury if it were to recur. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. D. Suspect medical device full UDI # h6. Additional codes. Updated data: conclusion: the suspect dcs was discarded by the customer and; therefore, a product analysis could not be performed. Additionally, no procedural images were submitted to medtronic for review. The device history record was reviewed and showed this product met all m anufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.